Event description:
It was reported that the patient presented to clinic for routine follow-up with the device delivering inappropriate atp therapy for svt. Programming changes were made and resolved the inappropriate therapy. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.